Event description:
Incident of a wire shearing off sometime during the PICC insertion. The patient was severely compromised in terms of circulation, with colateral circulation only beyond the axillary vein. Two attempts were made to cannulate the vein, with no evidence of wire stress or fracture. Attempting to advance the catheter was very difficult, a nitinol wire was used inside the catheter to ease passage up the vein. After several trials, the catheter was advanced to the level of the subclavian, svc junction. Several more attempts were made to place the catheter in proper position without success. At this point further attempts were abandoned, radiology was notified of the situation. It was in radiology that a wire was seen laying at the svc level. Attempts to extract the wire were unsuccessful owing to occlusion of the svc. During the PICC insertion, the monitor had to be recalibrated several times due to patient movement. Several times the catheter and /or the sensing wire were retracted and then readvanced.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.